Event description:
It was reported that the health care professional (hcp) saw a latitude remote patient monitoring alert for a high shock impedance of 144 ohms and a code 1005 indicating an open circuit condition. It was noted that several ventricular fibrillation (vf) episodes resulted in shock therapies being delivered. The patient was admitted to the hospital and found to be hypokalemic and dehydrated. A review of device data confirmed the shocks that were provided were appropriate, and technical services recommended right ventricular (rv) lead replacement. At this time, this rv lead remains in service, and there were no additional adverse patient effects reported.

Event description:
It was reported that the health care professional (hcp) saw a latitude remote patient monitoring alert for a high shock impedance of 144 ohms and a code 1005 indicating an open circuit condition. It was noted that several ventricular fibrillation (vf) episodes resulted in shock therapies being delivered. The patient was admitted to the hospital and found to be hypokalemic and dehydrated. A review of device data confirmed the shocks that were provided were appropriate, and technical services provided suggested courses of action for the code 1005: clear the fault, evaluate the pulse generator and lead system integrity, consider replacement of the lead system. At this time, this rv lead remains in service, and there were no additional adverse patient effects reported. Additional information received indicated the clinical team did not want to surgically intervene and have decided to continue to monitor the patient via latitude. The team will monitor the lead data and re-assess the need for surgery.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.